Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Corrected data: section c. Suspect product.

Event description:
Healthcare professional (hcp) reported a patient was injected in the c2 with 0.3ml and jw with 0.7 of juvéderm® volux¿; t1 with 0.7 ml and ck3 with 0.3ml of juvéderm® voluma¿ with lidocaine; f1/ f2 with 0.25ml, in the nl with 0.25 ml and 1 ml in the lips of juvéderm® volift¿ with lidocaine, and harmonyca lidocaine in the zygomatic with 0.5ml, 0.5ml in the ¿parotid and in the mandible with 0.25 ml. During the injection to the lips with juvéderm® volift¿ with lidocaine, patient experienced a whitening above the lip and local pain. Patient was immediately treated with ¿hyaluronidase 200 utr, 3 ml dilution / 100 u¿. Five days later, the patient was treated again with 180 u of hyaluronidase. The patient had an ultrasound and results showed ultrasonographic signs very suggestive of cosmetic material that associates calcium hydroxyapatite and hyaluronic acid hyaluronic acid (harmonyca), distributed in the superficial fat compartment of the mandibular angles and in the zygomatic/malomental zygomatic/malar topography, posterior to the ligament line. There is no evidence of associated nodules. The symptoms resolved 5 days after injections.

Manufacturer narrative:
Continued d.10. Concomitant therapies: juvederm® volift¿ with lidocaine, harmonyca. Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Investigation conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the c2 with 0.3ml and jw with 0.7 of juvéderm® volux¿; t1 with 0.7 ml and ck3 with 0.3ml of juvéderm® voluma¿ with lidocaine; f1/ f2 with 0.25ml, in the nl with 0.25 ml and 1 ml in the lips of juvéderm® volift¿ with lidocaine, and harmonyca lidocaine in the zygomatic with 0.5ml, 0.5ml in the ¿parotid and in the mandible with 0.25 ml. During the injection to the lips with juvéderm® volift¿ with lidocaine, patient experienced a whitening above the lip and local pain. Patient was immediately treated with ¿hyaluronidase 200 utr, 3 ml dilution / 100 u¿. Five days later, the patient was treated again with 180 u of hyaluronidase. The patient had an ultrasound and results showed ultrasonographic signs very suggestive of cosmetic material that associates calcium hydroxyapatite and hyaluronic acid hyaluronic acid (harmonyca), distributed in the superficial fat compartment of the mandibular angles and in the zygomatic/malomental zygomatic/malar topography, posterior to the ligament line. There is no evidence of associated nodules. The symptoms resolved 5 days after injections.